Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had blank display and there was fluid inside the reservoir compartment. Customer¿s blood glucose was unknown at time of incident. It was reported the home screen did not appear on the display after inserting a new battery. Customer advised to discontinue use and revert to backup plan and treat per hcp's instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The insulin pump was found with moisture damage at the motor assembly.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.